Manufacturer narrative:
Age at time of event: 70-80 years old. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. Following rotational atherectomy, pre-dilation was performed and a stent was deployed. The vessel appeared not prepped enough, thus a 2.25 x 38 synergy ii drug-eluting stent was advanced. However, when the device was pulled out, it was noted that the shaft was broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis without the manifold/hub therefore the catheter serial number could not be identified. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted on the distal edge of the tip. A visual and tactile examination found a hypotube break at 1200mm proximal to the distal end of the tip. The location of the break from the distal end of the strain relief is 240mm. Multiple hypotube kinks were also noted during device examination. The type of damage noted most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. Following rotational atherectomy, pre-dilation was performed and a stent was deployed. The vessel appeared not prepped enough, thus a 2.25 x 38 synergy ii drug-eluting stent was advanced. However, when the device was pulled out, it was noted that the shaft was broken. The procedure was completed with a different device. No patient complications were reported.